Manufacturer narrative:
Initial reporter phone no. (B)(6). Facility name: (B)(6) hospital (B)(6). The device was not received for evaluation, however a picture was provided. Visual inspection observed the reported leak. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak at the front blood pump of one (1) unit of prismaflex tpe2000 was observed during priming. There was no patient injury involved. No additional information is available.